Event description:
#Medwatcher #(B)(4). In 2012 bi was diagnosed with major depression and general anxiety disorder. Then a year later diagnosed with arthritis and joint pain. Then back pain. Memory loss, fatigue, heavy menstrual cycles, blood clots, long menstrual cycle lasting up to 7 days, anxiety, metal taste, abdominal pain, pelvic pain, contractions, painful joint pain in back, irritability, mood swings, painful intercourse, bleeding after intercourse, chronic migraines, vertigo, feeling anxiety.